Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed there were wrinkles around the heat shrink tubing of the drive cable. Impedance testing revealed no electrical issues with the device. Image characterization testing showed a poor image appeared in the ilab system. Functional test showed that the catheter did not flush at any position. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable; therefore, limiting the identification of the probable cause of the reported event. Regarding to the reported image missing and device entrapped air, the presence of wrinkles in the heat shrink sleeves of the drive cable was noted as a potential contributing factor. These wrinkles may have compromised the catheters ability to flush effectively, potentially leading to air entrapment within the imaging window. The presence of air in this area can impair image acquisition, which aligns with the reported inability of the device to display an image. Despite this hypothesis, the root cause of the wrinkles observed in the heat shrink tubing could not be definitively identified during product analysis. As such, a most probable cause for the reported event remains undetermined. Therefore, the investigation for image issues has been assigned a conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion, measuring 30 mm in length with a vessel diameter of 2.75 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, which was performed with the telescope advanced, the catheter tip was found to be blocked and could not be flushed, preventing proper air removal. During testing outside the body, the catheter displayed a black image and could not image normally. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 70% stenosed target lesion, measuring 30 mm in length with a vessel diameter of 2.75 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, which was performed with the telescope advanced, the catheter tip was found to be blocked and could not be flushed, preventing proper air removal. During testing outside the body, the catheter displayed a black image and could not image normally. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).